Manufacturer narrative:
H6 type of investigation, investigation findings, and investigation conclusion.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 347 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.